Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a deceased patient presented remotely, upon review of merlin.net transmissions, it was observed the patient's implantable cardioverter defibrillator had non-sustained right ventricular oversensing appearing to be an agonal rhythm as the patient was passing away. This cause right ventricular non capture as the patient's heart gave out. The physician believes there was no device malfunction.